Event description:
It was reported that during a da vinci si myomectomy procedure , a fragment from a cable broke off of the fenestrated bipolar forceps instrument and fell into the patient. The fragment was retrieved and the surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has been returned to intuitive surgical inc. (Isi) for evaluation. However, the evaluation of the instrument has not been completed at this time. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. This complaint is being reported due to the following conclusion: the initial reporter claimed that a fragment from the fenestrated bipolar forceps instrument broke off and fell into the patient. However, at this time, it is unknown how the fragment was retrieved.

Manufacturer narrative:
On (B)(4) 2013, intuitive surgical inc. (Isi) received uf/importer report (b)4) with the following description: broken bipolar/spring. All parts were retrieved. The instrument was returned to isi and evaluated by failure analysis (fa). Fa found a broken pitch cable at the instrument's wrist. The cable segment containing the crimp was found to be missing. The instrument clevis did not exhibit any damage or wear marks.